Event description:
It was reported that "it was unable to pace during use. No patient injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with syringe was returned for evaluation. No visible damage to the catheter was observed. Continuity testing confirmed that both the distal and the proximal electrodes were continuous. The electrodes were found to have a short condition at the y-adaptor. Continuity testing was performed by connecting one lead to the electrode and the second lead wire to the corresponding electrode lead wire, when flexing the catheter. The balloon inflated clear and concentric and did not leak. Visual examination was performed with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.